Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient had changed out their supplies earlier and everything appeared to be functioning properly until an insulin occlusion alert was received. The alert was dismissed and did not initially persist, leading the agent to believe the patient should be okay. The patient was advised to call back for troubleshooting if the issue continued, and the case was initially closed. The patient later contacted support again after receiving another insulin occlusion alert. The agent guided the patient through a supply change, after which the pump resumed insulin deliveries. The patient did not observe any visible issues with the previous infusion set, cartridge, or connector. The agent advised the patient to call back if another issue occurred. Blood glucose levels were reported as not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.